Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neuros timulator (ins) for spinal pain. The rep reported that the patient began to have charging issues sometime in (B)(6) 2017 and was advised to have an x-ray. The rep reported that the x-ray confirmed that the ins was flipped. The rep reported that the patient was having surgical procedure to flip the battery back on (B)(6) 2017. The rep reported that the patient was still able to charge with 2 coupling boxes. No further complications anticipated.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep became aware of the issue on (B)(6). The patient had their ins successfully repositioned on (B)(6) and the ability to recharge normally was confirmed, by using the patient's recharger after the case. All 8 coupling bars were acquired easily. The patient's weight was unknown. No further complications were reported or anticipated.